Manufacturer narrative:
The impella device was received and an investigation is underway. A supplemental MDR will be filed at the completion of our analysis.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support via impella cp optical device. An access site bleed and hematoma formed during use of the device that prompted 2 units of blood product delivered.

Manufacturer narrative:
The returned product was visually inspected and no abnormalities were observed. During testing, the guidewire repositioning unit was inspected and the silicone was found to have deformation. The cause of the access site bleeding was a damaged valve due to improper installation of the silicone valve.